Manufacturer narrative:
An event of stuck guidewire in the delivery system was reported. The device was returned to abbott for analysis, and the investigation confirmed the stuck guidewire in the delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the reported unexpected medical intervention was a result of case-specific circumstances as the guidewire needed to be cut to remove the delivery system. The cause of the reported event could not conclusively be determined. However, the reported stuck guidewire was determined to be a potential product quality issue. Therefore, exception has been initiated to further investigate this complaint. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was selected for implant using a large flexnav delivery system (ds). During the procedure, the valve was able to be successfully implanted in the patient. While attempting to remove the system, the extra small non-abbott guidewire (outer diameter: 0.035mm) was found to be stuck and wasn't able to be removed. The wire needed to be cut to resolve the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable during the procedure and there was no clinically significant delay. The patient is doing well.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was selected for implant using a large flexnav delivery system (ds). During the procedure, the valve was able to be successfully implanted in the patient. While attempting to remove the system, the extra small non-abbott guidewire (outer diameter: 0.035mm) was found to be stuck and wasn't able to be removed. The wire needed to be cut to resolve the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable during the procedure and there was no clinically significant delay. The patient is doing well.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.